Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 83% stenosed, 2.7 x 27mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilatation was performed with a 2.5 x 15 emerge balloon catheter resulting to 81% residual stenosis, a 2.75 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and its distal part was noted to be deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.